Event description:
It was reported a confirmed motor stall was noted in event logs with no motor stall recovery recorded. It was noted motor stall was caused by patient being near a magnetic field. The alarm was not heard. At the time of this report no further details were provided. Additional information was requested and will be provided when available.

Manufacturer narrative:
(B)(4)